Event description:
Patient presented to the physician with the ipg migrating and flipping in the pocket causing pain. Physician brought the patient into the or, placed the ipg deeper, re-sutured, and closed.